Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, the cutting wire of a (B)(4) was broken. The user reportedly tried to continued the procedure with the subject device; (B)(4), however, bleeding of the target site occurred after the procedure re-started. The user reportedly tried to stop the bleeding using uncertain means without success. The pt was said to have been transferred to laparoscopic cholecystectomy and the bleeding was treated.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional info regarding this report but omsc could not obtain the cause of bleeding, and the info which indicate relationship between bleeding and the subject device. The subject device referenced in this report was not returned to omsc for eval. There were no abnormalities related to the phenomenon in the manufacturing record of the subject device. Omsc concluded that the bleeding was likely due to the pt condition because bleeding accompanying est are reported as happening accidentally in clinical articles. This is one of two reports. Please also reference 8010047-2012-00317. This report is being submitted as a medical device report in an abundance of caution.